Event description:
It was reported that the account reviewed the power cords on their carts and noticed that the cables were "splitting". It was further reported that this issue may be related to age.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.